Manufacturer narrative:
This is a supplemental report to report # 1218950-2015-01689. The product number was changed from m4735a to m8105a (865024) to reflect the intellivue mp5. This report was created to reflect the new FDA registration number 9610816. Contract office correction: (B)(4).

Event description:
The customer reported "heartstart xl defibrillator/monitor/interrupted machine". It was established that this was not an issue with the heartstart xl defibrillator, but that the ECG waveform of the intellivue mp5 patient monitor was distorted due to interference. No death or patient/user injury was reported.